Manufacturer narrative:
The customer reported duplicating the reported event intermittently and order a replacement gas delivery engine (gde) for the device. The suspect gas delivery engine (gde) component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect gde for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported while in use, increasing the fraction of inspired oxygen (fio2) from 80% to 100% the ventilator device cycled off. The customer reported a low fio2, circuit disconnect and not ventilating alarms. The patient was removed from the device and placed on an alternate ventilator device. The customer stated no patient harm or injury was reported with this event.

Manufacturer narrative:
The vyaire medical failure analysis lab (fa) received the suspected gas delivery engine (gde) component. The fa engineer cycled the device in the user mode and the service mode in order to confirm the reported alarm device behavior. However, no alarm anomaly was present, a physical inspection found no anomalies with the gde component. The calibration data was reviewed, and calibration was performed on the transducers, which met specifications. The device error log was accessed however, no errors present and the internal blender accuracy test was performed, which met specifications. Power testing of the internal assemblies was within specification and device run time routine performed without incident. At this time, the reported event was not duplicated therefore a definitive root cause could not be determined.